Event description:
It was reported that via remote transmission the device was found to have unexpectedly reached eri. The remaining battery longevity suddenly and dramatically dropped from the expected longevity at the last follow-up in (B)(6) 2014. Due to the patient being under hospice care for parkinsons., the device will not be replaced and was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.